Event description:
It was reported that on (B)(6) 2021, a 23mm trifecta gt valve was successfully implanted during an aortic valve replacement. The native aortic annulus was approximately 23mm. Approximately 2.5 years later, the patient presented with long periods of shortness of breath, dyspnea, and general uncomfortableness. The patient was diagnosed with structural valve deterioration and aortic valve regurgitation. On (B)(6) 2023, approximately 3 months after discovering the valve problems, the valve was explanted and replaced with a 23mm epic max valve. The patient was later discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Explant due to valve deterioration and aortic valve regurgitation was reported. The investigation found that all leaflets were torn. Leaflet 3 had horizontal folds in the leaflet, which create incomplete coaptation. There was an thin layer of fibrin over the tear site on leaflet 2. No inflammation was present. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the tear could not be conclusively determined; however, the tears and folds causing incomplete coaptation could have contributed to the reported regurgitation. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.